Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 6.9 and repeat of 4.5/3.5. The patient's coumadin was held for pre-op. The device was replaced and requested to be returned for evaluation.